Event description:
It was reported the customer had a blank display after changing their battery. Customer also inquired whether cold batteries would cause the blank display. Advised the customer that cold batteries may shock the insulin pump. Customer stated they would call back if they needed a replacement battery cap. The customer's blood glucose was 132 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.